Event description:
Dealer advised the right bolt has broken off the socket. Dealer could not provide any further information.

Manufacturer narrative:
Follow up to be sent if additional information is received.